Manufacturer narrative:
Due to the fact that this device remains implanted no analysis was performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) had an episode in the vt-1 zone which accelerated. The patient received anti tachycardia therapy (atp) and shocks. Some episodes were overwritten. The customer was frustrated due to the inability to read some important episodes when it came to this patient. Technical series discussed how episodes are stored as well how episodes are prioritized when it comes to this ICD. No adverse patient effects were reported.